Event description:
The facility's purchasing agent reported the pump was taken into the shower with a pt and he wanted to return the pump to have it checked-out. Upon eval of the device, the pump powered on displaying failure code 82. No medical intervention was needed and no pt injury resulted. Despite baxter's efforts to obtain add'l info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, no further info was available. Alternate contact info was requested but no alternate contact was identified.